Manufacturer narrative:
Batch review performed on 01 july 2024: lot 2345740: (B)(4) items manufactured and released on 02-jan-2024. Expiration date: 2028-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.